Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer's expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Caller stated that the home health nurse took customer's blood glucose today and the meter read 622 mg/dl non-fasting. Caller was advised that the true metrix meter does not read that high value. The last result in the meter memory was 229 mg/dl non-fasting. Caller stated that due the high results the home health nurse had called the ambulance; the customer's blood glucose taken by the ambulance was 220 mg/dl non-fasting. Customer was taken to the hospital, given IV fluids and was released. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/31/2026; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history. Daughter is not concerned with the meter at this time.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention as she mistook the reading to be high meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved-unable to establish contact with customer.